Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when attempted. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified and duplicated. The root cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when attempted. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.